Event description:
The complainant called and stated that on 5/00 at approx. 6:30 ran a glucose test with a result of 162 mg/dl. A while later complainant started to feel ill and began to vomit. The customer indicated that they ran another blood sugar between 8-9:00 pm and rec'd a result of 502mg/dl. The customer indicated that they did not eat anything between readings. Approximately a half hour later the paramedics were called and they performed a blood glucose measurement with the customer's meter and rec'd a result of 126 mg/dl. The paramedics felt that everything was performing normal and left. On 5/28/00 in the early am the customer became incoherent and the paramedics were again summoned. The paramedics performed a blood glucose reading with the customer's meter and rec'd a result of 176mg/dl. Again the paramedics indicated that everything was normal and complainant may have psychological problems. The customer still not feeling well was taken to a local emergency room and was admitted to the ICU with a blood glucose value of 666mg/dl. While on the phone a review of the system was made. After several attempts the system would not turn on with the check strip. The system was requested to be returned for eval.

Event description:
The complainant called and stated that on 5/27/00 at approx. 6:30 ran a glucose test with a result of 162 mg/dl. A while later complainant started to feel ill and began to vomit. The customer indicated that they ran another blood sugar between 8-9:00 pm and rec'd a result of 502mg/dl. The customer indicated that they did not eat anything between readings. Approximately a half hour later the paramedics were called and they performed a blood glucose measurement with the customer's meter and rec'd a result of 126 mg/dl. The paramedics felt that everything was performing normal and left. On 5/28/00 in the early am the customer became incoherent and the paramedics were again summoned. The paramedics performed a blood glucose reading with the customer's meter and rec'd a result of 176mg/dl. Again the paramedics indicated that everything was normal and complainant may have psychological problems. The customer still not feeling well was taken to a local emergency room and was admitted to the ICU with a blood glucose value of 666mg/dl. While on the phone a review of the system was made. After several attempts the system would not turn on with the check strip. The system was requested to be returned for eval.